Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. A product evaluation could not be performed as no sample was received. However, two x-ray images were reviewed. The images did not contain the date of when they were taken. The first image appears to be a g2 filter placed using the femoral delivery system. The tip of the filter appears to be placed at the middle of l2. The second image shows the filter slightly tilted with the filter tip at the top of l3. A comparison between the insertion and the retrieval images was made and it appears that the filter moved slightly caudally approx half a vertebral body. A quantitative analysis for the caudal movement could not be determined as there could be imaging parallax which may affect the results. However, the movement does not appear to be in excess of 2cm. In addition, the degree of tilt could not be precisely determined as venacavagrams with contrast were not returned. As the walls of the vena cava could not be defined, it is unk if the slight tilting is more than 15 degrees. Based on the film review, the results of the evaluation are inconclusive for caudal migration and filter malposition (tilt). Definitive root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition.

Event description:
It was reported by the physician that a retrospective pt study involving vena cava filters was performed. The physician reported that he identified some cases of filter tilting, caudal migration, and/or perforation. Specific pt, product or event info was not provided; however, x-ray images were provided for review. In this case, the film review identified that the filter appeared to be slightly titled and the filter appeared to have moved caudally by approx half a vertebral body. The info available does not indicate there was any injury or adverse consequence to the pt.